Event description:
A high pressure increase was experienced at the beginning of the procedure which increased despite the relativity constant temperature & constant flow according to the user, the value would have increased even higher. No pt injury or further complications occurred. No further details were provided.